Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, a bubble was sent through cpg bubble detector while the bubble detector was turned on. Bubble passed through detector and the bubble sensor did not detect the bubble. There was no patient involvement.

Manufacturer narrative:
The affected unit has been requested several time to be returned for further analysis and tests but never provided, thus the issue could not be confirmed. Complaints database analysis revealed that no further similar issue has been submitted for this unit and the reported issue can be considered as a one-off event. Statistical database analysis didn't detect any adverse trend related to the reported issue. According to the information collected and analyzed, the root cause of the reported case cannot be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.